Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple failed drawers and also required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had multiple failed drawers requiring maintenance. The field service engineer (fse) found main drawer 6.1 had a loose front panel, which was tightened. The ball bearing cage was realigned, and new slide bumpers were installed on the slide rails for drawers 4.1 and 4.2 to restore proper movement. The cubie pocket with poor spring tension was ejected and returned to the pharmacy after medications were relocated to prevent further issues. The system functioned as intended after the field service engineer repaired the device.